Event description:
Caller reported a malfunction on the pump, which was indicated by "malf 0" and involved fault ID 0x277d. Pump malfunction did not cause blood glucose levels to exceed 500 mg/dl. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.